Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer¿s mother reported the adc freestyle libre 2 sensor received a ¿try scanning again 6 hours¿ error message on the same day of application. The customer¿s mother was unable to monitor the customer¿s blood glucose and consequently experienced symptoms of ¿shaking, sweating, cold, incoherent¿ and was incapable of self-treating. The customer was administered 2 separate glucotrol (anti-diabetic medicine) injection and no further treatment was reported. There was no report of death or permanent impairment associated with this event.